Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately compared to his feeling. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2013 (at approximately noon) the patient reportedly went to the laboratory for blood work. Prior to his blood drawn, the patient reportedly was feeling unspecified symptoms of hypoglycemia. According to the csr's documentation, 10-15 minutes prior to the onset of his symptom, the patient reportedly obtained a blood glucose reading of "94 mg/dl" with the subject meter; it is not clear however, what action the patient took in response to the reported result and it's not known if the patient had made any changes to his meals or activity level before his symptoms began. Despite his treatment at the onset of his symptoms (grape juice from the health care professional), the patient reportedly was still not feeling well 10-15 minutes later, at an unspecified time afterwards he obtained a reading of "80 mg/dl" with the subject meter, and at approximately 12:30 pm, the patient reportedly obtained a laboratory reading of "40 mg/dl." The patient reportedly was again given juice as treatment; it is not known when the patient's symptoms abated. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement setting (mg/dl) and also noted the patient had performed a quality control solution test that did not pass. The patient, however, no longer has the test strips he was using at the time the alleged issue occurred. A replacement meter was sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/09/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/27/2013 and 10/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.